Event description:
The customer alleged that her contour blood glucose readings had been a little higher than usual. While troubleshooting, she performed control tests and received results of 238 and 237 mg/dl. The normal control range was 104-144 mg/dl. No adverse events were alleged. The customer was advised to return the test strips for evaluation. Replacement test strips were sent to the customer.